Event description:
Event description cpi received information that during the implant of this implantable cardioverter defibrillator (ICD) with this chronic transvenous defibrillation lead, a shorted lead message was displayed. The lead was extracted and replaced, and a different ICD implanted.